Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was noted the device exhibited noise and pacing inhibition in which the patient experienced asystole of greater than 2 seconds. The patient was then hospitalized. Additionally, it was noted the left ventricular (lv) exhibited loss of capture. Technical services recommended replacing the device. Subsequently, the device was explanted and replaced successfully and the lv lead was surgically abandoned. No additional adverse patient effects were reported.